Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and that the touch screen was unresponsive. The customer reverted to multiple dose injections for insulin therapy. Customer¿s blood glucose level was 120 mg/dl. A replacement pump was sent.